Event description:
It was reported that two days post implant, the patient presented to the hospital with a lead perforation. A peri- cardialcentesis was performed but bleeding continued so, the lead was repositioned. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.